Event description:
It was reported that the patient presented for an initial implant of a ventricular leadless pacemaker (vlp). It was noted while mapping the vlp, the right ventricular (rv) free wall was perforated which led to pericardial effusion. These adverse events were confirmed via echocardiogram. Emergency interventions to drain excess blood included a pericardiocentesis and sternotomy. The patient is currently in status condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.